Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that a crack was found on an mr290 autofeed humidification chamber. This was found after seven days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the chamber dome was cracked at the bracket. The identified crack stretched from the base of the chamber upwards. A lot check revealed no other complaints of this nature for lot number 120816. Conclusion: we are unable to determine the root cause of the problem reported by the customer. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).